Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an inserter was worn and could no longer be used. This was detected during an inspection and was not involved with a specific surgery.

Manufacturer narrative:
The returned inserter was evaluated. There were no visual signs of damage. The device was found to operate as expected during a functional check and the dimensions inspected were found conforming to specifications. The complaint cannot be confirmed as there were no failures detected. A review of the manufacturing records did not identify any issues which would have contributed to this event.